Event description:
Md was using gia 80 stapler during cystectomy with ileal conduit. When stapling bowel the load would not completely fire. A new 80 reload was placed in the stapler and it would not fire completely as well. A new gia 80 stapler was opened and ileal conduit was completed without further incident.